Manufacturer narrative:
Device evaluated by MFR: device not returned for analysis.

Event description:
It was reported that due to fluid loss and fluid return the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Due to severe encapsulation, the reservoir was left in place because the physician did not want to make another incision. Should additional information be received a supplemental report will be submitted.